Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor failed detect and treat testing, delivering a 0 energy pulse followed by a timeout message. The cause for the failure was isolated to a shorted u1004 pin 12 on the computer/analog pca. The root cause for the shorted u1004 component could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
During the investigation of a monitor for an unrelated reason, a reportable malfunction was found.